Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which there was a hole in the cap. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unfilled unit was received by baxter for evaluation. Visual examination of the unit confirmed that the fill port cap had a hole, known as a molding "short shot" condition. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.